Manufacturer narrative:
The customer¿s report of an overinfusion was confirmed. Analysis of the pcu event log shows that at 2:31 pm on (B)(6) 2017 the pump module was initially programmed to infuse a custom concentration of dexmedetomidine with 0.6mcg for the drug amount and 11.9ml for the diluent volume. Following a guardrails hard limit alarm for low concentration the user programmed 6 mcg drug amount /11.9 ml diluent volume with a vtbi of 40 ml. The user changed the rate from 62.7 ml/hr to 11.9ml/hr which made the dose 0.076 mcg/kg/hr. At 2:36 pm, the user changed the dose to 0.6mcg/kg/hr, which made the rate 94ml/hr. The infusion continued at this rate until the device alarmed for air in line at 2:59 pm. The volume recorded as being infused during this period was 35.254ml. Functional testing was performed and found the device delivering fluid within specification. The root cause of the overinfusion was identified as user programming.

Event description:
The customer reported that an infusion of dexmedetomidine hydrochloride 50 ml was started at 11.9 ml/hr at 2:36pm and ended at 2:59pm. The patient was on comfort care and passed away a little over an hour after the medication was started. The staff intended to waste the expected remaining 35 ml; however, only 10 ml remained. The system remained in the room after removing it from the patient and the sister of the patient was seen touching the pump module. Air was found in the set from the drip chamber to the upper fitment. The customer does not allege a pump malfunction but suspects tampering versus an over infusion.